Event description:
Allergic reaction around the access port.

Manufacturer narrative:
Batch history review: no other similar incidents were declared to us concerning this batch of access ports. Investigation: no device returned for evaluation. Conclusion: our complaint handling database does not show any increasing trend for this type of complaint. It is an isolated case. No corrective action is envisaged. It is worth nothing that the celsite t305 access port, reference (B)(4) is not cleared in the us, but this device is similar to the reference (B)(4) (k130576).